Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was received with fluid leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. The telescope assembly was not able to properly pull back or advance properly. During image characterization testing, no image appeared in the system due to electrical open at distal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that lost image occurred. The opticross¿ imaging catheter was used to visualize the unspecified lesion. It was noted that during percutaneous coronary intervention, the image did not appear. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole in the sheath at the lap joint area.